Event description:
Customer reported that the transformer of her pump in style breast pump had a breach in the transformer exposing the underlying electronics.

Manufacturer narrative:
A replacement power supply was sent to the customer. The customer reported that the transformer had a breach in the transformer. There was no report of sparks, fire, flame or injury. Attempts to contact the customer for follow-up questions and to obtain the product were unsuccessful. Should the product be received and evaluated resulting in new and additional info, a follow-up report will be filed. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.